Event description:
Pt s/p, aicd implant presents with c/o acute left neck swelling was seen by md in office. Then admitted to hosp for further evaluation and diagnostic testing. Venogram showed acute occlusion of the cephalic vein entry in the subclavian vein with some thrombosis of the basilic vein prior to the insertion point. Treatment with levenox and coumadin x 12 weeks. Event is felt to be a complication of implant procedure.